Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during diagnostic assessment and intraoperative testing, the patient experienced persistent paresthesia, a shock-like sensation during stimulation testing, persistent numbness around the left side of the mouth, and tingling and abnormal sensations in the same area. The patient reported these symptoms during testing, and it was noted that the right ventral intermediate nucleus (r vim) showed paresthesia in the bottom two contacts and the best efficacy and side effect profile in the top two contacts. The relationship of the event to the device and the implant procedure was assessed as probable. The issue was resolved without sequelae on (B)(6) 2024 after reprogramming by not using the bottom two contacts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.